Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cam lock screwdriver damaged during tightening of the cams. Small piece of metal broke away. Different screwdriver shaft used to finish case. No further action from patient. No delay in procedure. Discarded - no return to manufacturer unless local engineering assessment indicates return is required.